Manufacturer narrative:
Device had cracked case battery side and cracked battery tube threads. Device passed displacement test and self test. During visual inspection, electronics stack and force sensor was corroded. Motor had moisture damage.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the fogginess in the insulin pump screen. The customer¿s blood glucose was unknown. Customer stated that the issued with insulin pump exposed to water and a boat there was cloudiness in the screen. Troubleshooting was performed for moisture exposure. Customer was advised that the insulin pump needed to be replaced and revert to a back-up plan. The insulin pump will be returned for analysis.